Event description:
Additional information received reported that the patient no longer had concerns with their device or therapy.

Event description:
It was reported that the patient¿s left foot had been ¿spasming a lot,¿ which did not happen during the trial. The issue resolved after turning down stimulation. On (B)(6) 2015, the patient had to catheterize twice. The device was implanted to treat retention. Follow-up is being conducted to determine actions and patient outcome.

Manufacturer narrative:
Product ID 3889-28, lot# va0lyws, implanted: 2015 (B)(6); product type lead. (B)(4).